Event description:
The hosp experienced a ventilator problem related to a malfunction, technical error 10 occurred. The ventilator stopped working. There was no pt injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.